Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 50 mg/dl. Customer declined troubleshooting for the low blood glucose. Customer also reported that, the one of the sensor was bled last night and received calibration not accepted error. Customer did get the green light flashing when put it on. The blood glucose was 80 mg/dl and customer got a suspend because my blood glucose was 75 mg/dl, then it kept going down. Customer treated low blood glucose with juice and then blood glucose went high to 130 mg/dl, then 131 mg/dl. Customer stated that, the site was not actively bleeding. Customer also reported change and calibration not accepted alarm. Customer did not receive a change sensor alert after a calibration not accepted. Customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.